Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level and was hospitalized on (B)(6) 2018 with the blood glucose level close to 700mg/dl and the current blood glucose level was 350 mg/dl. The customer was treated with insulin pump for high blood glucose and in the hospital the customer was treated with manual injections. The customer was hospitalized due high blood sugar, bronchitis, and infection to the heart. The customer stated that they were put on steroids which made the blood glucose level to rise. The product will not be returned for analysis.